Manufacturer narrative:
Suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510k#: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. However, all the components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle for activation of the carbon dioxide cartridge. The powder chamber appeared to be mostly full. There is plenty of powder residue on the device and a couple spots of blood. Power residue is also found inside of the catheter connection through magnification. When tested as returned, the device did not spray when in the on position. When the red activation handle was removed, no carbon dioxide remained in the cartridge. The lance height position was measured and found to be positioned correctly. A visual examination of the lance inside the handle indicates it was beveled. The o-ring and lance appeared to be positioned correctly inside the regulator. The inspection of the carbon dioxide cartridge and regulator confirmed the device was of the post-corrective and preventative action design. When retested with a new carbon dioxide cartridge, the device sprayed as intended. The initial spray was slightly intermittent, but after several button presses the flow was consistent. After additional button presses, a change was heard in the air flowing through the regulator, but the flow did not visually change. Powder continued to flow continuously as intended with the button pressed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined. The root cause for the device being intermittent/ineffective spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder. However, we could not conduct a complete investigation because the catheters said to be involved were not returned for evaluation. A definitive cause for the reported observation could not be determined. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion... Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel. If catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. There was a lack of pressure and not enough of the powder was coming out from the hemospray. Hemostasis was inefficient and incomplete. They needed to use a second kit as [it was a] dangerous situation for the patient [patient needed critical hemostasis and the first hemospray did not deploy]. Additional information provided stated that after drying the channel of the gastroscope and stopping the aspiration, the hemospray was used, but did not work after three (3) or four (4) pushes of the trigger. The powder did not come out. The carbon dioxide gas was totally gone. They used a second kit to finish hemostasis. The following additional information was provided on 17-jan-2019: [they] used three (3) or four (4) air syringes in the working channel. The suction was cut. The first four (4) or five (5) jets [sprays] were effective, then there was no more powder. We tested [the device] airless, without the catheter, but the powder did not come out at all. The second hemospray was effective. The [procedure] was performed in intensive care. The user was spraying in bursts of one (1) to two (2) seconds. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.